Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump shuts down by itself and the pump alarmed off no power. The customer's blood glucose reading was 120 mg/dl at the time of incident. Troubleshooting found that the batteries do not last more than one week and the pump also alarmed lost sensor and weak signal. Customer was advised to clean the battery cap with dry cotton swab and to monitor pump if problem returns.